Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after a usual meal announcement, with glucose peaking at 381 mg/dl and remaining above 180 mg/dl for approximately 2.5 hours while the device delivered insulin and issued a sustained high-glucose alert. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, no professional medical intervention, and subsequent return to target range following continued device dosing. Investigation included review of device reports and user education on meal announcements and appropriate meal size entry. Investigation of this case revealed device function as designed with delivered insulin and high-glucose alerting, and the event was consistent with an incorrect meal size announcement during the learning period. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving meal announcement accuracy.